Manufacturer narrative:
The delivery device will not be returned and the stent remains in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.

Event description:
It was reported by the pt's daughter that post a coronary drug eluting stenting treatment procedure, "systemic itching" was experienced by the pt. Requests for additional info regarding this event were refused.